Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Hold for ta 12.12 it was reported that the 2.5x15mm trek balloon dilatation catheter (bdc) strip that seals the product was noted to be missing. Another device of the same size was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. Although the packaging components were returned, during the inventory process at abbott vascular, the components were inadvertently discarded by inventory personal. Therefore, the reported complaint was unable to be verified in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported unsealed device packaging. However, possible factors that may contribute to unsealed pouch include, but are not limited to, manufacturing, storage environment, transportation method, and/or handling at the account. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.